Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, point of reload broke off. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: customer confirmed that the damaged part of the stapler reload was the small tip. The accessory was inspected prior to use. There were no collision during procedure. Material detached/broke off from the accessory. No fragment fell inside the patient. The reload was already returned for evaluation. No images were available for review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Visual inspection was performed and the reload was found to have a dislodged switch. The switch was not returned with the reload. Due to the dislodged switch, a detached fragment was observed, which was not returned with the reload. Common cause of this failure is attributed to mishandling. Initial findings were confirmed. The reload was returned with a broken cartridge tail. Additionally, the switch of the reload was found to be dislodged from the reload tail and was not returned with the reload. Tail breakage, along with switch dislodgement suggests a potential sharp angle of insertion of the reload into the instrument channel. It is likely that the sharp angle of insertion allowed the tail portion of the reload to interact with components at the back of the channel, such as the lockout mechanism or lockout cover. The switch was likely bent and pulled from the tail during attempts to seat the reload while it was misaligned within the channel. Proper use of the installation tool will ensure the reload tail and switch are aligned within the channel during seating and can prevent damage to the reload. The most probable root cause of the broken tail and dislodged switch are attributed to mishandling. The second reload was found with a broken cartridge. The reload has multiple breakage points: distal, straight down the middle, and at the tail. The tail not returned with the reload, measuring approximately 8.19mm x 2.77mm in size, was not returned with the reload. A broken piece at the distal end, measuring approximately 2.63mm x 0.55mm in size, was not returned with the reload. The reload was returned unused and unfired. Due to the broken cartridge, detached fragments were observed that were not returned with the reload. Visual inspection was performed and the reload was found to have a dislodged switch. Due to the dislodged switch, a detached fragment was observed that was returned with the reload. The reload was found to have cartridge damage on the surface at the distal end. Initial findings were partially confirmed. The reload was returned with a broken tail. The tail, which contains the switch, was not returned with the reload. Although initial failure analysis coded the switch as dislodged, the switch dislodgement cannot be confirmed. It is unknown the switch remained within the larger tail fragment. Dislodged code will be removed. Additional findings were that the reload was found to be broken in half at the distal end and some cartridge material was damage on the left side wing. There appears to be some material missing. Tail breakage suggests a potential sharp angle of insertion of the reload into the instrument channel. It is likely that the sharp angle insertion allowed the tail portion of the reload to interact with components at the back of the channel, such as the lockout mechanism on the lockout cover. It is also likely that the reload was twisted while it was being loaded, resulting in half of the reload catching on the channel knife track and subsequent breakage. Proper use of the installation tool will ensure the reload tail and switch are aligned within the channel during seating and can prevent damage to the reload the most probable root cause of the broken tail, detached fragments, a cartridge damage are attributed to mishandling. Cartridge damage at the distal end is likely related to removal of the reload from the channel.